Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over-mold was damaged and the seal plate was lifted up from the device jaw. No missing piece on the damaged seal plate or over-mold. The customer reported component disengaged. The reported condition was confirmed. The investigation found the bottom jaw over-mold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's over-mold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states that carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before the insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the unit was used several times during the case. However, when the scrub technician was about to hand the device to the surgeon, they noticed that the inside of the jaw had separated from the jaw. Nothing fell to the patient's cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.